Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection, flow testing and pressure testing was performed. A review of the device history record (DHR) and process was performed. Results: the pump was filled to the nominal value of 400ml with 0.9% of saline. Infusion was verified on all the selected flow rates, 0ml/hr did not infuse. The saf was set to 4ml/hr and the flow accuracy test was performed. After 75 hours of testing, the pump yielded a flow rate of 3.84ml/hr, which is within specifications with a +/-20% tolerance. The pressure pot was performed on the flow control tubing (selected-a-flow unit) and without the filter on flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The average bladder pressure used was 8.37psi. Flow rate 2ml/hr yielded a flow rate of 2.17ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.06ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.41ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.61ml/hr which is within specifications with a +/-20% tolerance. The DHR was reviewed for the lot number of the manufactured unit. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation summary concludes that fast flow was not observed for the pump. During the flow accuracy test, the pump was within specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The investigation was performed for this incident and manufacturing process was verified based on information provided by the customer. The production lot met all manufacturing and quality specifications. A historical review for the reported lot number found no additional complaints reported. The report of fast flow was not confirmed during sample evaluation; the returned device functioned as intended. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 400ml. Flow rate: 4ml/hr. Procedure: asku. Cathplace: asku. It was reported by an international distributor that an infusion ended sooner than expected while using a pump. The pump was placed on (B)(6) 2015 at 5:00pm and "regulated for 4ml/hr." The infusion ended on (B)(6) 2015 at 5:50am. The infusion was expected to run for 3 days. It was reported that no patient injury occurred. Additional information was requested, however is not available at this time. The device is available for return.